Event description:
A customer reported the following to haemonetics on (B)(6) 2011 "suspected hemolysis. On 3rd draw machine alarmed red cell over run, observed tubing from bowl to bottle was bright pink. Procedure was stopped, no cells returned to donor. No donor injury or reaction noted".

Manufacturer narrative:
A customer reported the following to haemonetics on (B)(6) 2011 that they saw a suspected hemolysis during the first draw and observed pink discolored cells in the bowl and harness line heading towards bottle. No cells were returned and no donor injury was noted. Customer noted that during prime they heard a noise and re-seated the bowl and started the procedure. No returns of contaminated soft goods per (B)(6) therefore no samples are available for evaluation. There were no kinks or issues noted with disposables during procedure. Red cell over run alarm. Hemolysis was determined by visual observation. The machine has been taken out of service. A field service engineer was sent to the site to service the device. The engineer found stick blood pump rotor (ordered new one), re-seated dpm nick properly, and greased up the o-ring to resolve the issue. Tested all parameters listed and the device now meets manufacturing specifications. The centrifuge o-ring can be the cause of the noise and hemolysis as the o-ring will crack if not properly maintenanced monthly as stated in the operator's manual. (B)(4).